Event description:
The reporter states that he obtained the following blood glucose comparisons on the accu-chek aviva system: 20mg/dl and 80mg/dl; 20mg/dl and 90mg/dl; 20mg/dl and 100mg/dl; 30mg/dl and 80mg/dl; 30mg/dl and 90mg/dl; 30mg/dl and 100mg/dl; 32mg/dl and 80mg/dl; 32mg/dl and 90mg/dl; 32mg/dl and 100mg/dl; 44mg/dl and 80mg/dl; 44mg/dl and 90mg/dl; 44mg/dl and 100mg/dl. All aforementioned tests were obtained within 10 mins. No action taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.